Event description:
Pt opened tubing set at home, found a split in the distal end; tubing set could not be used.

Event description:
Pt opened tubing set at home, found a split in the distal end; tubing set could not be used.